Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31397949l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced heart block and cardiac arrest. The patient died. The physician was utilizing retrograde access into the left ventricle and as the catheter was advanced into the left ventricle, there was a mechanical loss of av (atrioventricular) conduction and the patient went into heart block. The heart block and loss of av conduction were confirmed using signals displayed on the carto 3 system. A quad catheter was advanced into the right ventricle to pace with the catheter. The medical team was in a waiting period to see if av conduction would resume. During that waiting period, they continued to map and ablate the pvc (premature ventricular contraction). The patient was stable as they finished ablation. The ablation was completed. The physician wanted to transition the patient to an ICD (implantable cardioverter defibrillator) implant since the av conduction did not resume. While transitioning to implant the device, the patient decompensated and ran a code. They ran the code for a couple of hours until the patient's death was called. The physician's opinion on the cause of the adverse event/death was patient condition. Relevant history includes heart failure and rbbb (right bundle branch block).